Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and decrease in p-wave and was sensing r-waves; the lead had dislodged. The lead was explanted and the atrial port was plugged due to patient anatomy. The patient's condition was good post procedure and would continue to be monitored.